Event description:
This lv lead was implanted on (B)(6) 2014. A call to technical services, states that this lead had high thresholds. Loss of capture and micro-dislodgement found on x-ray. It also had diaphragmatic stimulation when programmed at lower thresholds. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).